Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer, preventing a physical evaluation from being performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, the reported issue could not be confirmed. Furthermore, the cause of the issue could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler set cassette inside the cassette door of their cycler after completing their pd treatment. The patient did not report receiving any alarms or messages prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not observe any holes or tears in the cycler set cassette. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up with the patient, it was confirmed that the patient is trained on performing continuous ambulatory peritoneal dialysis (capd) if needed. The patient completed pd treatment using capd for one day in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.